Event description:
Pacemaker dependent pt required hospitalization due to pacer ventricular lead failure. Pt underwent unsuccessful attempt to place new ventricular lead and subsequent pacemaker exchange.